Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits very mild detritus; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber (forward-fire) at 4,239 joules of use.the procedure was completed using a second surgical fiber.outcome: "no injury to the patient".